Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a manual injection and a bolus via the pump to address bg level.